Event description:
Information received indicates the left intermediate siderail will not latch in up position.

Manufacturer narrative:
The technician found the left intermediate siderail center arm was broken, but was unable to determine the cause. He replaced the siderail center arm to repair the bed.